Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) spontaneously shut down and rebooted on its own. When the central nurse's station (cns) came back up a "system failure" message was displayed on the all beds screen, however waveforms were still visible. Nihon kohden's technical services advised the biomedical engineer to restart the central nurse's station (cns), which resolved the issue. The central nurse's station (cns) was then working normally. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) spontaneously shut down and rebooted on its own. When the central nurse's station (cns) came back up a "system failure" message was displayed on the all beds screen, however waveforms were still visible.